Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist was unable to obtain additional information from the patient during a follow-up call. The patient did not recall when the alleged power issue began with the subject meter. The cca noted that the patient manages her diabetes with metformin; however, it is not known what action the patient took regarding her diabetes management as a result of the issue. On an unspecified date/time, after the alleged issue started, the patient claimed her fingers became numb and she could not feel her feet. In addition, the patient reported that she had to go to the emergency room on two separate occasions because her blood glucose was high. The patient stated she was treated with IV fluids; however, did not recall what her blood glucose was when tested with the ER/hospital meter at the time of her arrival. At the time of troubleshooting, the cca noted that the patient did not recall if she had replaced the subject meter's battery as recommended in the owner's booklet. The patient did not have a new battery with her at the time of the call. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose, due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged issue began.